Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries, the 5 volt power supply, the x-ray controller board, and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system would intermittently not boot up. Per the malfunction list doc number (B)(4), this is a reportable event. There is no report of pt injury or death.